Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed to harvest the sutures, only the link was attached to the anterior needle. The device was removed over a guide wire, and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested,no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient selection represents that it was reported the patient is morbidly obese. The perclose proglide smc device instructions for use state under special patient populations. The safety and effectiveness of the perclose proglide smc devices have not been established in patients populations who are morbidly obese (body mass index > 35 kg/m2). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found a needle strike mark at the posterior foot and a dull posterior needle tip. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Because the posterior cuff did not capture the needle, the suture could not be retrieved when retracting the needle plunger. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior needle striking the foot instead of engaging with the cuff is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Approximately nine months post angioplasty and stenting of the stenotic lesion in the left cavernous internal carotid artery, the patient was noted to have bilateral symptoms at a routine follow-up visit. Angiography demonstrated restenosis in the stented region resulting in the near occlusion of the stent. No treatment was given for the restenosis.